Event description:
During index procedure two in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat the right sfa. Approximately 10 months post index procedure stenosis of the right femoralis and popliteal was reported. There was 60% stenosis of the right sfa which was treated with ballooning of the right sfa and popliteal using non-medtronic balloons. Investigator indicated that the event was not related to the study device, possibly related to the study procedure and remotely related to the paclitaxel. Outcome is resolved.

Manufacturer narrative:
Results: inherent risk of procedure ¿ (restenosis requiring re-intervention). (B)(4).

Event description:
The cec has assessed the previously reported stenosis of the right femoralis as related to the study device, not related to the procedure or drug.